Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. It was reported that data points were missing from the continuous glucose monitor graph. The customer preformed a pump reset; customer will rely on current pump without a cgm system while he waits for replacement sensor. The customer's blood glucose level was 142 - 150 mg/dl.